Event description:
It was reported that the ilet issued an occlusion alert, the patient disconnected the set and performed a hold-to-prime until drops were observed, and a blood glucose of 247 mg/dl was noted, which the patient attributed to eating without announcing rather than to the alert. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified in association with an insulin occlusion alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.